Manufacturer narrative:
No device or device photo was returned for investigation. Functional and visual testing could not be performed and no confirmation due to no device returned. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process.

Event description:
It was reported that the gripper pads were pulled back and the device was stuck and won't allow the needle retraction into the needle guard. In this instance when the clinician pulled the needle guard out of the hub, a majority of needle was exposed. At that point it was impossible to pull the needle into the needle guard. The issue happened during use with a patient. There was patient involvement and there was no patient harm.

Manufacturer narrative:
B3: day of event is unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.